Manufacturer narrative:
(B) (4).

Event description:
The pt stated that he did not receive any therapeutic effect from the pump therapy since it was implanted despite having the medication increased by 10% at each refill session. The pt's pain level had increased. The pt was supplemented with oral morphine and percocet. The pt went for a second opinion and a catheter dye study was done on (B) (6) 2009. The dye study revealed a fractured catheter. The pt stated that one half of the catheter was "attached to the spine" and the other half of the catheter was "attached to the pump. However, it was disconnected in the middle." The catheter was replaced on (B) (6) 2010. The pt recovered without sequela.